Event description:
The customer reported that he experienced calibration error and sensor error alarms, and his sensor readings were significantly different from his blood glucose. The alarms occurred during initialization. The customer's blood glucose was 247 mg/dl when he received a reading of 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.